Event description:
It was reported that during hysterectomy procedure, before the device was handed to the physician, the rn did the initial test on the instrument upon initial activation. The test was successfully completed. The physician was then handed the instrument. When he activated the instrument, it didn't seem to be working as usual, blade wasn't moving like it normally does. Physician had assisting physician try and he agreed that the instrument wasn't working properly. There were no pt consequences. Case completed with another device of the same product code. One device will be returned.

Manufacturer narrative:
Date sent: 03/17/2008. Info anticipated, but unavailable at this time.